Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported right side deflation. Device remains implanted.

Manufacturer narrative:
Additional, changed, and/or corrected data. Device evaluation: the device related to the reported event of deflation received on june 08, 2022, with lot number: 1338283. Analysis of the returned device identified: creases fold, wear abrasion, delamination of the valve and yellow particles inner device. Leak test and microscopic analysis was performed which identified: delamination total of the valve. Based on the device analysis the final assessment is: a delamination total of the valve (adhesive failure).

Event description:
Device has been explanted.